Event description:
It was reported by service report that the bed would not go down with the controls. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: cpu board on order for customer.